Manufacturer narrative:
Pump was received with a blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a blank display. Unable to download history files and traces using thump due to a blank display. Unable to upload pump to carelink due to a blank display. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. However, a broken/loose 80 pin j-4 pcb interface connector on the pcba 1 was noted. Force sensor zero offset within specification (23.98 mv). Blank display was confirmed due to a broken/loose 80 pin j-4 pcb interface connector on the pcba 1. A working test pcba 1 was used with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a critical pump error (open book image) alarm was noted. A working test pcba 1 was re-used with the original pcba 2, case, internal battery and motor. Powered the pump on using the aa 1.5v battery, continued to download history files and traces using thump. Successfully downloaded pump traces and history file using thump. Still, unable to upload pump to carelink due to critical pump error (open book image) alarm. On the primary svn#: (B)(4) and related svn#: (B)(4) with same event date of (B)(6) 2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 08/04/2025 04:54:28.000 to 10/07/2025 14:01:08.000. There was not enough data available to verify daily total of basal/bolus delivery for the event date of (B)(6) 2025. In further review of the formatted history file 1 week prior to the primary svn#: (B)(4) and related svn#: (B)(4) with same event date of (B)(6) 2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: (B)(6) 2025 06:52:00.000. (B)(6) 2025 01:14:00.000. Lostsensor2alert (781) was found on: (B)(6) 2025 01:38:00.000. Sensorexpiredalert (794) was found on: (B)(6) 2025 20:56:47.000. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 during bolus/basal/prime deliveries. Unable to test for lost sensor alert, sensor expired alert and no delivery alarm/insulin flow blocked alarm due to a blank display. Lost sensor alert, sensor expired alert and no delivery alarm/insulin flow blocked alarm were unknown. Critical pump error (open book image) alarm triggered by three consecutive pump error 53 alarms (file number: 632 line number: 4806) according in the error log file. Pump error 53 alarms (file number: 632 line number: 4806) was confirmed, suspected on hw. The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing; however, a partially broken retainer was noted during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a cracked reservoir tube lip, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Unable to verify customer alleged for high bgs. Retainer ring damage (a partially broken retainer) was confirmed. Cosmetic damage was confirmed. Unable to perform the required testing, upload pump to carelink, download history files and traces using thump due to a blank display. Blank display was confirmed due to a broken/loose 80 pin j-4 pcb interface connector on the pcba 1. A working test pcba 1 was used and a critical pump error (open book image) alarm was noted. Continued to download history files and traces using thump. Still, unable to upload pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms (file number: 632 line number: 4806). Pump error 53 alarms (file number: 632 line number: 4806), suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a blank display on the insulin pump display. The customer's blood glucose value at the time of the event was 456 mg/dl. The customer visited the emergency room for hyperglycemia and was treated for hyperglycemia with inpen. The event involved product mmt-1886. Troubleshooting was performed, and it was confirmed that the pump was not functioning and the customer could not complete a carelink upload. The customer did not use the insulin pump within 48 hours of the reported event. No further patient complications were reported. Mmt-1886 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.